Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure removal difficulties and a shaft break occurred. Access was obtained via the radial artery. The 38mm in length, 3.00mm in diameter, eccentric, de novo and 90% stenosed target lesion being treated was located in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with 2.00x15mm and 3.00x15mm unspecified balloon catheters, resulting in 50% residual stenosis. A 3.00x38mm promus element long stent delivery system (sds) was advanced to the lad and would not cross the lesion. The promus element sds was being withdrawn and within the guide catheter resistance was encountered and a shaft break occurred. The promus element sds was removed as a unit along with the guide catheter. The procedure was completed with another 3.00x38mm promus element sds. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure removal difficulties and a shaft break occurred. Access was obtained via the radial artery. The 38mm in length, 3.00mm in diameter, eccentric, de novo and 90% stenosed target lesion being treated was located in the mildly calcified and moderately tortuous mid left anterior descending (lad) artery. The lesion was predilated with 2.00x15mm and 3.00x15mm unspecified balloon catheters, resulting in 50% residual stenosis. A 3.00x38mm promus element long stent delivery system (sds) was advanced to the lad and would not cross the lesion. The promus element sds was being withdrawn and within the guide catheter resistance was encountered and a shaft break occurred. The promus element sds was removed as a unit along with the guide catheter. The procedure was completed with another 3.00x38mm promus element sds. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break, stent damage and hypotube kinks. The shaft hypotube break was located 47cm from the catheter strain relief. The stent damage was found in the struts at the middle of the stent, which were raised and misaligned. The kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).